Manufacturer narrative:
It was noted that the device was implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding seating/locking issues involving triathlon insert components was reported. Conclusion: based on the provided information, the insert component product reported in this investigation seated into the baseplate and was implanted, therefore it did not contribute to the event.

Event description:
Surgeon stated initial poly cr insert lot lbx828 did not seat properly. Then, the surgeon tried to impact cr insert lot lcy648 and surgeon again stated implant didn't seat properly. The third insert cs lot ldq201 was impacted. Surgeon stated that he felt comfortable with this insert but was curious why the first and second insert didn't seat. On (B)(6) 2014: the sales rep indicated that the third poly insert did not seat fully either but the doctor felt it was secure enough to leave implanted.

Event description:
Surgeon stated initial poly cr insert lot lbx828 did not seat properly. Then, the surgeon tried to impact cr insert lot lcy648 and surgeon again stated implant didn't seat properly. The third insert cs lot ldq201 was impacted. Surgeon stated that he felt comfortable with this insert but was curious why the first and second insert didn't seat. (B)(4) 2014: the sales rep indicated that the third poly insert did not seat fully either but the doctor felt it was secure enough to leave implanted.